Manufacturer narrative:
The lot was manufactured may 22, 2018 - may 24, 2018. The device was received for evaluation. A visual inspection was performed and revealed a black particle embedded in the material of the stressmember. The particle was under the filter. No signs of particulate were found inside the tubing. The particle has no contact to the fluid path because it was completely embedded in the material of the stressmember. The reported condition was not verified. A spectroscopy test was attempted but the embedded particle was insufficient to produce visible signals. Identification of the embedded particle could not be determined. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed inside the tubing filter of a small volume intermate. The intermate was injected with 0.9% sodium chloride injection usp. There was no patient involvement. No additional information is available.